Manufacturer narrative:
Device evaluation: one sample was received and the reported event was confirmed. The sample was evaluated by inflation testing and under water testing. It was found that the cuff would not inflate (cuff leak). Batch record of this lot was reviewed found that the product was released accomplishing all quality requirements. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff would not inflate. The customer reported there was no patient involvement.